Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient came in for a follow-up, the patient was experiencing pain and tenderness at the site of the device. The device was explanted. There were no complications and the patient was fine and discharged home.

Manufacturer narrative:
Analysis was normal. No anomalies were found.